Event description:
The following information was provided: while resecting the distal femur during a mako 2.0 tka surgery, the trigger on the mics (the part used to rotate the mics handle) flew off during our cut. The pin and the loose trigger were located. Case type / application: tka 2.0 update from mps - it was the pin